Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 441 (mg/dl). A correction bolus was delivered to address bg levels. Reportedly, the customer was ill with diarrhea and believes this had impacted their bg levels;